Manufacturer narrative:
(B) (4)

Event description:
The user stated the analyzer performed 1:100 dilutions on two patient samples for multiple tests and gave incorrect results. All initial and repeat testing was performed on the same e411. Sample 1 original ckmb result was 220.9 ng/ml with a data flag, myoglobin result was <2100 ng/ml with a data flag and troponin t result was <1.00 ng/ml with a data flag. The repeat ckmb result was 4.31 ng/ml, repeat myoglobin result was 141.8 ng/ml with a data flag and repeat troponin t result was <0.010 ng/ml with a data flag. The original results were reported and corrected about 15 minutes later. The user stated there was no effect to the patient as the corrected results were in the computer within 15 minutes and called to the floor before they had a chance to treat the patient. Sample 2 from a female patient born (B) (6), original ckmb result was 216.0 ng/ml with a data flag and troponin t result was <1.00 ng/ml with a data flag. The repeat ckmb result was 2.40 ng/ml and the repeat troponin t result was <0.010 ng/ml with a data flag. The original incorrect results were not reported. The ckmb reagent lot number was 15514901, the myoglobin reagent lot number was 1540301 and the troponin t reagent lot number was 15563801. The field service representative was unable to determine a cause. He verified the analyzer operation by running performance tests with results within specification. The user ran calibration and qc with good results.

Event description:
The customer reported that the system shut down with a "workstation communications failed" error. No patient injury was reported.

Manufacturer narrative:
Investigation of the event could not be performed due to insufficient data provided by the customer such as data when the event occurred, host communication information, and the workflow for sample ordering. The phenomenon being observed by the customer could not be reproduced and the root cause for the event could not be determined.